Manufacturer narrative:
The device was returned for analysis. The reported balloon separation could not be confirmed as the balloon was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely when the unspecified guide wire was pulled back quickly the interaction between the guide wire and the device resulted in the balloon separation from the shaft. The treatment appears to be related to the operational context of the procedure as a non-abbott stent was used to pin the separated balloon to the arterial wall. There is no indication of a product quality issue with respect to manufacture, design or labeling.d9/h3 device return status updated.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. B5: case details updated to reflect the nc trek was a 4.0x12 and not a 5.0x12 as originally reported. D4: the correct part and lot number were received.

Event description:
Subsequent to filing the initial report, additional information was received clarifying the correct size of the nc trek is a 4.0x12 and not a 5.0x12 as initially reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the electronic lot history record (elhr) and similar incident query for this product was not performed because the lot number was not reported and the product was not returned for analysis. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely when the unspecified guide wire was pulled back quickly the interaction between the guide wire and the device resulted in the balloon separation from the shaft. The treatment appears to be related to the operational context of the procedure as a non-abbott stent was used to pin the separated balloon to the arterial wall. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a lesion in the non-calcified, non-tortuous ostial left main coronary artery. A 5x12mm nc trek balloon dilatation catheter (bdc) was advanced without resistance. An unspecified guide wire was pulled back quickly, which caused the balloon to separate from the bdc shaft. The bdc was removed. A non-abbott stent was used to embed the separated balloon in the vessel wall. There were no adverse patient sequelae and no clinically significant delay in the procedure. No additional information was provided.